Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the ins had migrated to the surface and was painful for the patient. At the time of the report, contributing factors that could have led to the migration were not known. The rep interrogated the ins and determined the ins was working properly. They redirected the patient to see their doctor to address the issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-nov-26. The patient indicated they first noticed the ins migration and pain in (B)(6) 2018. When asked if their doctor was able to determine the cause of the ins migration, they said it was right where they wanted it. They sought a second option, a surgeon, who said it was not attached and had slipped from the pocket. They are getting it relocated after a lot of pain on 2018-dec-13. The patient wants their rep to contact their healthcare professional (hcp) who originally implanted it who is going to fix it. Additional information was received from the hcp on 2018-nov-29. The hcp indicated that there was no migration. The patient reported discomfort at the surgical site since injection. The hcp indicated that surgical intervention is not needed. This conflicts with what the patient reported. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. The rep indicated that the pocket revision is scheduled for (B)(6) 2018. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on december 10, 2018. They reported that there were no plans to explant any devices during the (B)(6) 2018 pocket revision. No further complications were reported or anticipated.